Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be on-site for evaluation by a baxter technician. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during device evaluation. It was identified that the main battery was missing. The main battery was replaced in order to resolve the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a flogard infusion pump with a low battery alarm. It is unknown when this condition occurred. This condition has the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device at this time. No additional information is available at this time.